Event description:
It was reported the pt's stimulation was intermittent. The stimulation reportedly "just comes on and off." The stimulation was confirmed to be on. When the pt was standing up straight no stimulation was felt at all, but intermittent stimulation was felt when the pt was moving around. The symptoms began in 2009. There was no known incident related to the onset of the symptoms. The pt was seen in the clinic at about 5 days later. Impedance readings were >1000 ohms on electrodes 1,2, and 5. The pt was having an x-ray. The pt turned their stimulation off on the day of the event. Twenty four hours later, the pt turned the device back on and experienced strong stimulation, and the ins pocket felt "like it was grabbing him." Add'l info received indicated the x-rays were reviewed, and the physician believed the lead was fractured. The pt was to be scheduled for a revision.